Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(4), approximately one month and four days post valve in valve (23mm sapien 3 valve inside of a non-edwards surgical valve (fractured)), the valves were explanted and replaced with a 9mm non-edwards valve.  During explant, the surgical valve was difficult to removed due damage to root of tissue and an av fistula tear in the annulus (mid rcc) was seen. It is unknown when the fistula occurred. The fistula was also repaired at that time of explant.

Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. The explanted sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection revealed severe frame damage and valve deformation, likely due to the valve explant. X-ray of the frame showed no fractures. Images of the explanted sapien 3 and surgical valve were provided for review. No imagery of the ¿atrial perforation¿ were provided for review. In this case, the complaint was not able to be confirmed as no imagery was provided. Per the report, there was no allegation of a device malfunction reported. It was not possible to determine when the atrial perforation occurred. Additionally, despite the frame deformation, which likely occurred during device explantation, frame fracture that could have caused tissue perforation was not observed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information received indicated the patient passed away forty-five days after the explant, however, as per medical opinion, the death was related to a tear through the right atrium causing a tamponade.  Investigation is ongoing.